Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: name, diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? No. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk. Were cultures performed? If so, please clarify the type of infection/results. Yes, trichophyton. What is the physician¿s overall opinion as to the etiology of or contributing factors to this event? He thought it was recognized that the use of this product via the vagina was an indirect factor in the infection. What is the patient's current status? The patient was discharged from hospital on nov 18. Product lot number? Unk.

Event description:
It was reported that a patient underwent an unspecified ob-gyn procedure on (B)(6) 2024 and an absorbable adhesion barrier was used on the pelvic floor. The operation time was no extension. Unknown infection occurred. The doctor thought that it was not due to the absorbable adhesion barrier. It was further reported that the patient was discharged on (B)(6) 2024 from the hospital and recovered from surgery. The patient is attending a doctor. The patient had abdominal pain and fever possibly due to adhesions after surgery. Dilation of the intestinal tract was found when the CT was checked. Re operation was performed on (B)(6) 2024 due to possible intestinal damage. The abdominal cavity had adhesions on the pelvic floor, and the peritoneum was closed and the ringworm was confirmed. It was washed after dissection was performed. Absorbable adhesion barrier product was applied to pelvic floor before peritoneal suture after removed gelpoint v-path during surgery to prevent adhesions after surgery. The doctor recognized that there was an infectious cause due to transvaginal use. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Name, diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please clarify the type of infection/results. What is the physician¿s overall opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product lot number? D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.